Event description:
Additional information was received that the valve was recaptured because the valve was unstable during deployment. Subsequently, an aspiration thrombectomy was performed to treat the stroke. The patient was discharged from the hospital 9 days following implant of the valve.

Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-26}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {on (B)(6) 2026}; explant date: {n/a} product ID: {l-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured one time for an unknown reason. At the end of the implant procedure, a stroke was noted to have occurred. The stroke was reported as unrelated to the device and possibly related to the implant procedure. No treatment was reported. No additional patient complications were reported as a result of this event.